Event description:
It was reported that the patient received a notifier for out of range hvli impedance. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.